Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including stress testing, lithium ion battery check and manipulation of batter cables without duplicating the report. An internal inspection did not find any discrepancies. The device was recertified and returned to the customer. Review of the device activity logs showed no instances of low battery or shutdown conditions. Evidence/communication supports report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.